Event description:
Flecks were noted in the tubing. The dr had difficulty removing the iab from the pt. Blood clots were noted in the balloon when the iab was removed. Event complications: unk-reported 4/6/97. Pt's current status: stable-rpt'd 4/6/97.